Event description:
It was reported that during a hernia repair procedure, the staples are delivered crossed. The device released just a few staples, info provided by the customer. Another like device was used. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.